Event description:
It was reported to medtronic minimed that the customer experienced insulin pump motor not functioning. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with missing segment/partial display anomaly. Unable to perform operating currents, rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and verify motor error alarms due to missing segment/partial display. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error alarms complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms missing segment/partial display, problem isolated to lcd board. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to verify motor error alarm due to missing segment/partial display. Unit received missing segment/partial display; problem isolated to lcd board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.